Event description:
The customer reported a hole in the aspirate tubing during weekly maintenance involving access 2 immunoassay system. The customer stated that the hole was on the left side of the peristaltic pump. The customer noted crystalline residue on the aspirate tubing. Beckman coulter customer technical support (cts) verified there was no risk of exposure from the fluid leak in the tubing. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the failed peristaltic pump tubing to resolve the issue. The fse verified the system met the specified requirements per established procedures. The unit conformed to the manufacturer's performance specifications. It was noted the hole in tubing did not affect patient result as the hole was located on the output side of the pump (i.e aspiration during wash cycle occurred correctly but leaked once it was aspirated). (B)(4).